Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator. Electrode insertion appears optimal and there was a sudden decrease in the electrogram sensing prior to shock delivery. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator. Electrode insertion appears optimal and there was a sudden decrease in the electrogram sensing prior to shock delivery. This implantable electrode remained in service and was eventually explanted and replaced due to a therapy upgrade to a transvenous ICD system. This product was returned, and no adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.